Event description:
Information received by medtronic indicated that the customer reported the alarm was generated when a power failure was detected (pump error 24). Troubleshooting was performed customer and found that the pump screen was turned off and power loss alarm and open book image and the customer was unable to clear the alarms. No harm requiring medical intervention was reported. The customer will discontinue using the device and the pump will be returned for analysis

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump powered up properly after battery installation. No critical pump error (open book image) alarm noted during boot up. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08670 inches. No unexpected critical pump error (open book image) alarm noted during the testing. The pump was monitored for several hours , no blank display, unexpected battery power loss and pump error 24 alarm noted. Successfully downloaded history files and traces using thus. Successfully downloaded comlink3 file. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. Critical pump error (open book image) alarm was generated due to usart test failure in the intern bootloader (code 0x00000046), suspecting the hw. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. However, insert battery alarm was recorded and found in the formatted history file on: 08/04/2023 21:54:22.000, 08/10/2023 14:32:16.000, 08/10/2023 14:36:48.000. Power loss alarm was recorded and found in the formatted history file on: 08/10/2023 14:33:02.000, 08/10/2023 14:37:37.000, 08/10/2023 14:37:49.000. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm was recorded and found in the formatted history file on: 08/10/2023 14:32:36.000, 08/10/2023 14:33:56.000, 08/10/2023 14:37:04.000. Pump error 68 alarm was recorded and found in the formatted history file on: 08/10/2023 14:33:05.000. Pump error 49 alarm was recorded and found in the formatted history file on: 08/10/2023 14:33:05.000, 08/10/2023 14:33:40.000. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed, suspected on hw. Pump error 24 alarm (file number: 2002 121 line number: 2803 705) 08/10/2023 14:36:48.000, 08/04/2023 21:50:00.000, 08/09/2023 03:28:00.000, 08/10/2023 14:06:10.000, 08/10/2023 14:15:16.000. Pump error 24 alarm (file number: 2002 121 line number: 2803 705) was confirmed, suspected on hw. Please see below for pump errors/alarms noted 1 week prior to the event date 10-aug-2023 in the formatted history file.  Pump error 3 alarm file number: 2002 line number: 2803) 08/04/2023 22:00:29.000, 08/09/2023 03:36:13.000, 08/10/2023 14:14:11.000. Pump error 3 alarm file number: 2002 line number: 2803) was confirmed, suspected on hw. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. Blank display and unexpected battery power loss were not confirmed. However, critical pump error (open book image) alarm, pump error 24 alarm, pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and pump error 3 alarm were confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.